Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected and verified proper functioning of the probes, wash station fluids and reagent. The cse also ran coefficient of variation check, which was acceptable. The cse found that the clot sensing was turned off. During a follow-up visit, the cse installed the level sensing (lls) pre amp printed circuit board (pcb) on the sample dilution (dpp) probe and verified the alignments. The cse informed the customer to check the sample for air bubbles. The customer has not been receiving any zero results since the service visit. The cse attributed the cause of the event to be due to air bubbles in the sample and missing bubble detection on the dpp probe. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low enzymatic creatinine_2 (ecre_2) and total bilirubin_2 (tbil_2) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ecre_2 and tbil_2 results.